Event description:
On (B)(6) 2022, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that their onetouch verio reflect meter was displaying an ¿error 4¿ message during testing. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged issue began (B)(6) 2022. The patient stated that they waste at least 3 strips before getting a reading. The patient claimed that between 4:00 pm and 5:00 pm before dinner almost every day since (B)(6) 2022, they developed symptom of ¿shaking¿; symptom they associated with a low blood glucose. The patient claimed they attempted to test their blood glucose in response to the symptom however quickly self-treated with food and drink. The patient informed the cca that they manage their diabetes with a fixed dose of insulin (3 doses of rapid-acting insulin; 1 dose of lantus) and skipped insulin as a result of the alleged issue. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and the correct test strips were being used for testing. The patient was unwilling to walk through resolving the issue. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged issue began. The subject meter could not be ruled out as a contributor to the event.

Manufacturer narrative:
The reported issue has been investigated. Investigation concluded that the device performed as intended by displaying an error message, protecting the user from an erroneous result. Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.